Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump¿s touchscreen was unresponsive on the lock screen, preventing unlock despite the slider appearing to move; removal of a third-party screen protector, cleaning with a lint-free cloth, attempted use by a third party, charging, and a 30-second wake button hold did not restore function, and the device was replaced. Symptoms included hyperglycemia with a reported glucose of 222 mg/dl without acute clinical sequelae. Outcomes included temporary interruption of pump therapy and transition to multiple daily injections without medical intervention or hospitalization. Investigation included troubleshooting guidance, user actions to recalibrate the capacitive touch sensor, assessment of accessory interference, and review of device behavior while charging and with third-party interaction and inspection of the returned device. Investigation of this device revealed a persistent touchscreen nonresponse associated with the user interface/display component, consistent with a device touchscreen malfunction not resolved by standard corrective steps.